Manufacturer narrative:
The device was returned for service/repair. The customer did not return the associated footswitch. The evaluation indicated the reported e433 error was not confirmed during inspection. Although the e433 error was recorded in the device¿s error log. A physical inspection identified the front panel plastic has cracked away from the lower right corner and the front panel has 1 deformed screw. Additionally, the footswitch port (interface board) is damaged and a software upgrade to the latest version is recommended. The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported error could not be conclusively determined. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). Defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Also, in the case of permanent error patterns, it can be assumed that only one component is faulty. Kindly note that multiple failures are rare. However, in case of uncertainty, suspected components should be tested in a test unit. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
Olympus was informed via repair request by the biomedical technician at the user facility that the customer high frequency electro-surgical generator unit reportedly is ¿getting an e433 error¿ which was found during inspection prior to use. No death, injury or harm was reported to olympus.